Event description:
Reference MDR # 1219856-2010-00797 for the first event involving the same pt. It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The md inserted another super arrow-flex (saf) sheath into the pt's femoral artery. The md encountered insertion difficulty and removed both the iab and the saf sheath. At this time, the md used a tokai medical product to complete the procedure. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications. The delay in therapy is listed as unk. The pt outcome is good. Additional info received on 10/28/2010 from (B)(4) stated that "the left femoral artery was used in both events and they increased the iab size for the second insertion because the same size was out of stock."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.